Manufacturer narrative:
On 22-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an avnrt atrioventricular nodal reentrant tachycardia ablation procedure with a navistar¿ electrophysiology catheter and the catheter was not retracting back and remained in a fixed position. Physician noticed that the device was not 'behaving correctly', and pulled catheter out of patient and noticed it was not returning to normal undeflected position. There were no issues with removing the catheter. The push pull was working, and it seemed that the response was not 1/1 with the tip of the catheter. It was stuck in partial deflection. When the catheter was replaced, the issue was resolved. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31334874m and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use instruct to: do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not insert or withdraw the catheter without straightening the catheter tip (pulling the thumb knob back). As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt atrioventricular nodal reentrant tachycardia ablation procedure with a navistar¿ electrophysiology catheter and the catheter was not retracting back and remained in a fixed position. Physician noticed that the device was not 'behaving correctly', and pulled catheter out of patient and noticed it was not returning to normal undeflected position. There were no issues with removing the catheter. The push pull was working, and it seemed that the response was not 1/1 with the tip of the catheter. It was stuck in partial deflection. When the catheter was replaced, the issue was resolved. No patient consequences were reported.